Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly the customer performed a pump reset and continued to use the pump for insulin therapy. The customer also had manual injection supplies available. Customer¿s blood glucose level ranged from 225-282 mg/dl.